Event description:
The customer contact reported to whitescreen error. The pump was returned to the biomedical department with an unsigned note that stated, "white screen." No tracking information was provided; therefore, specification pt information, pump programming, or event details were not available. There were no reports of any adverse pt events, and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device was powered on, the device alarmed with a whitescreen error. Though requested, no additional information was provided.

Manufacturer narrative:
The device initially passed testing; however, a whitescreen error was displayed during further testing. Testing and investigation found the device did not pass the sdram test which may have caused the customer's reported whitescreen error. This is due to the som2 hardware module. This device has been identified as part of a product recall. Customer notification dated (B)(4) 2013. This report represents all the information known by the reporter upon query by hospira personnel.